Event description:
The manufacturer received information alleging a ventilator alarm sounds indicating ventilator service is required. The user facility replaced a circuit but the alarm continued to sound when the power was turned on and just prior to use. The sales representative replaced the device with a same model device. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator alarm sounds indicating ventilator service is required. The user facility replaced a circuit but the alarm continued to sound when the power was turned on and just prior to use. The sales representative replaced the device with a same model device. There was no harm or injury reported. No medical interventions were specified. Additional information: during the evaluation of the device at the manufacturer's service center, the allegation was not duplicated however the error log confirmed the event occurred. Since it was difficult to determine the cause, the system pca was replaced as a preventive measure. The device passed all tests.